Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. No pacing output and loss of capture were observed during testing and lead damage was noted. The lead was surgically abandoned and therefore, will not be returned for evaluation. No adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. No pacing output and loss of capture were observed during testing and lead damage was noted. The lead was surgically abandoned and therefore, will not be returned for evaluation. No adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received about the lead damage that was initially observed. The damage was to the helix which was bent. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.